Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had used this wafer for a very long time and never had a problem before. She noticed that one month ago, she started to develop a red rash under the tape collar of the wafer. She stated that the rash was in scattered patches on her skin and did not cover every place where the tape collar touched her skin. She described that color as red with open and weeping blisters. The blisters were weeping a clear fluid. She also described an itching sensation. She denied any leakage of stool under the tape collar. She was seen by her physician who prescribed an oral antifungal medication. She had since completed the course of the medication. The end user described a skin care program of cleaning her skin with water, she then applied stoma powder and sealed the powder to the skin with barrier wipe. She then applied the wafer. She changed the wafer every other day. She had been cutting off the tape collar to allow her skin to heal. The skin issue was not completely resolved. She saw her dermatologist who prescribed fluconazole. No photo available at this time.